Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged. Additional information indicates that dislodgement was confirmed via chest xray. There was no sensing in the atrium and no capture was observed. The patient experienced muscle stimulation. This ra lead was explanted. No additional adverse patient effects were reported.